Event description:
During a coronary artery drug eluting stenting treatment procedure, the balloon was losing pressure. The physician was treating a calcified lesion located in the left anterior descending (lad) coronary artery. The lesion was predilated using a 2.5x9mm maverick balloon inflated to 12 atmospheres. The physician noticed that the stent balloon was losing pressure and blood was coming back. The physician then used a 2.75x12mm quantum balloon inflated to 16 atmospheres to post dilate the lesion. The pt experienced no complications during the procedure and was reported as ok.